Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high threshold on the right atrial (ra) lead and right ventricular (rv) lead caused premature battery depletion on the implantable pulse generator (ipg). It was also noted there was no atrial sensing on the ra lead. The leads were partially removed and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.